Manufacturer narrative:
Model number/catalog number: sc-8216-70, serial number: (B)(4), batch/lot number: 7032461, model/catalog description: artisan lead 70 cm. The explanted devices were not returned to bsn as they discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection at the incision site. Symptoms of redness, swelling and fever was noted. It was unknown what caused the infection. The patient was prescribe antibiotics. The patient underwent an scs explant procedure.